Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Radiographs were provided and reviewed by a radiologist. The review identified two views of the right knee demonstrating a medial compartment hemiarthroplasty without loosening. No acute fracture. Moderate joint effusion. Moderate degenerative changes of the patellofemoral and lateral compartment. Overall fit and alignment of the implant is appropriate. No signs of loosening, wear, radiolucency, or any other contributing factors such as malalignment that would cause issues with any of the components. There are no other anatomical or implant failures that would lead to revision. Further information received from the radiologist does point to a poor fitting femoral component with a gap in between the bone and the hardware and possible bearing wear however this may be artefactual. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D-10: 154725, oxf uni tib tray sz d rm PMA, lot 176620, 159582, oxf anat brg rt lg size 3 PMA, lot 845720, 110035368, biomet bc r 1x40 us, lot ay48al0703. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery of a partial right knee two years and five months post implantation. Attempts have been made and no further information has been provided.